Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing which was infusing heparin was noted to be leaking after 30 minutes of infusion while connected to a patient and on a pump. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set noted a tear at the proximal end of the silicone tubing segment just distal to the ring retainer of the upper fitment. Functional testing confirmed leaking. The cause of the leak was a tear in the silicone tubing. The root cause of the tear was not identified.

Event description:
The customer reported that the tubing which was infusing heparin was noted to be leaking after 30 minutes of infusion while connected to a patient and on a pump. There was no patient harm.

Event description:
The customer reported that the tubing which was infusing heparin was noted to be leaking after 30 minutes of infusion while connected to a patient and on a pump. There was no patient harm.